Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that a malfunction alarm occurred. Customer performed a reset on their own to resolve the issue. Additionally, it was reported that an unexpected reset occurred. The customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
Malfunction was verified. Unexpected reset issues the failure investigation has been completed. Based on the analysis, the alleged issue was verified, however, no failure was identified.